Event description:
On 11/28/2022, it was reported by an arthrex employee via email that an ar-3636 knotless fibertak suture got stuck when the tensioning suture was pulled. Surgeon cut and removed the suture, but the anchor remains in the patient. This was discovered during a procedure on (B)(6) 2022. Additional information received on 12/6/2022: this issue occurred with two ar-3636 knotless fibertak during an anterior shoulder dislocation repair procedure. Case was completed using another ar-3636 knotless fibertak and an additional product from another manufacturer.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.